Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient received occlusion alert. The patient's reported blood glucose was 291 mg/dl, and the patient was out of range for 90+ minutes. The agent guided fill tubing to clear blockage, drops confirmed, and reconnected successfully. Advised patient to call if alert recurs. Patient also asked about screen timeout. The agent explained that the screen can be kept on by tapping it every few seconds as if it were an iphone going dark too. No symptoms experienced during event and no medical intervention required.